Manufacturer narrative:
The following issues were found during the device evaluation: the suction-cylinder had discoloration, the air/water cylinder has discoloration, the switch box has a dent, due to the wear of the angle wire, bending angle in upward direction does not meet the standard value, the image guide protector had a cut, the cover of the light guide bundle was damaged, adhesive on bending section cover was detached, the connecting tube had a cut, the distal end was shaved and and there was corrosion around the forceps elevator. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The loaner evis exera iii duodenovideoscope was returned to an olympus service center for annual maintenance with no complaint reported by the end user. During inspection, it was discovered there was foreign matter found on the following parts: the distal end of the device, light guide lens adhesive, light guide cover adhesive, objective lens adhesive and suction cylinder. It was also noted that inside of light guide lens was dirty. This report is being submitted for the malfunctions found during the device evaluation. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation for the foreign material remaining on the distal end, it is likely that the foreign material may not have been removed due to physical damage on the device. The foreign material was unable to be identified. Based on the results of the investigation for the foreign material remaining on the rest of the device, it is likely that the foreign material remained due to insufficient reprocessing. The foreign material was unable to be identified. Based on the results of the investigation for the inside of the light guide (lg) lens being dirty, it is likely that physical stress caused by hitting distal end of the device or dropping distal end, or chemical stress caused by chemical solution used, adhesive around lg-lens peeled off and moisture entered lg-lens and corroded. The events can be prevented by following the instructions for use (IFU) which state: "inspection of the endoscope do not strike, hit, or drop the distal end, insertion tube, bending section, control section, universal cord, or endoscope connector of the endoscope. Also, do not bend, pull, or twist the distal end, insertion tube, bending section, control section, universal cord, or endoscope connector of the endoscope with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." Olympus will continue to monitor field performance for this device.